Manufacturer narrative:
On (B)(6) 2025, the mentor analysis lab received the suspect medical device for evaluation. On (B)(6) 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, and leak testing of the device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed, in accordance with mentor procedures, and a tear was noted within the crease measuring less than 0.1 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 200cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant by a medical professional. As a result, the patient underwent bilateral removal and replacement with 350cc (left-sided) and 375cc (right-sided) mentor memorygel breast implants on (B)(6) 2024.

Manufacturer narrative:
On december 10, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Manufacturer¿s reference number: (B)(4).